Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with inappropriate therapy for af with rvr. Programming changes were made. No symptoms were reported.